Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 305c25, tissue valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a steady increase in impedance and is now out of range (oor) and high. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.